Event description:
The customer reported that the system image quality was degraded to the point where the system was unusable. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The contrast and image settings were reset during the service call. The system was tested and found to be working as intended and put back into service.